Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse powered on the integrated electrosurgical unit (iesu) or erbe and got error c-00. The erbe could not work so fse replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, error m-11 occurred on the integrated electrosurgical unit (iesu) or erbe when the surgeon was firing monopolar cut energy. The customer elected to use a spare erbe to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the error m11 was confirmed using system logs. An inspection during fa process was able to replicate the reported event. The unit was tested on a system and presented c-34 and c-00 errors on startup with c-00 and m-11 errors present in erbe logs. A slight odor similar to leaking capacitor electrolyte was noted. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of the error m-11 is attributed to the electromagnetic interference and noise caused by too much traffic on the erbe communication bus (ecb). This can be caused by damage to components internal to the erbe integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.